Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device functionality met all test specifications and no anomalies were found. The cause of the impedance anomaly could not be determined.

Event description:
It was reported that during implant low hv lead impedance was observed when connecting the new ICD, and when reconnecting the old ICD. This device was not implanted.